Manufacturer narrative:
Pump received stuck in motor error alarm loop during bolus delivery and e70 alarm noted in alarm history. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. However pump passed displacement test and basic occlusion tests.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also confirmed motor position encoder errors in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.